Event description:
It was reported via clinical studies, exactech vantage total ankle study, that a 57 yo male patient, who had an initial ankle implanted on (B)(6) 2017, reported pain along the medial aspect of the ankle and the later aspect of the ankle, just in the sub-fibular area, along the posterior tibial tendon, and he reported difficulty walking. Date of adverse event onset, (B)(6) 2022. He was given a supinator brace and a corticosteroid shot into the subtalar joint. Unlikely related to device and is definitely not related to procedure. Outcome indicates continuing. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
No device return anticipated as it remains implanted. Concomitants medical devices: 350-12-04 tibial plate fb sz 4 rt, 350-02-02 talar implant sz 2 rt, 350-10-04 ankle sz 4 locking clip.